Event description:
As reported to coloplast though not verified, pt was implanted with the aris mesh on (B)(6) 2007. Later pt experienced infection, pain, urinary problems, fistulae, bleeding, dyspareunia, neuromuscular and bowel problems and vaginal scarring.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.